Event description:
The insulet corp 400 series insulin delivery pod (1/3 smaller, introduced july 2013) had a mechanical failure that stopped insulin delivery after 2 days usage. This is first new pod I have used, and it failed. Lot l40420, error code 19-04030-03451-104.(B)(4)